Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. A physical investigation was performed for the catheter. The helix was broken at 22 cm distal. The provided pictures showed a broken helix as well. Therefore, the investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: (expiry date: 02/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the procedure, the helix wire allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed. It can be confirmed that the helix was broken. The helix was broken at 22 cm distal. It was not possible to specify the root cause further. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 02/2024), g3 h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a mechanical thrombectomy procedure using the rotarex device, the helix wire of the catheter broke inside the patient. The procedure began with access to the left femoral artery and identification of a 13¿15 cm occlusion via angiogram. The rotarex device was prepared and used according to instructions, including administration of heparin. After initial treatment of 5 cm of in-stent restenosis (isr), the catheter was flushed and reintroduced for further thrombectomy. Upon reaching the final 3 cm of the occlusion, the rotarex device¿s rotational head ceased functioning, and fluoroscopy revealed a broken helix wire approximately 10 cm from the distal end. An open groin approach was performed to retrieve the catheter, broken wire, and guidewire. A final embolectomy using a fogarty catheter successfully removed the remaining clot. Inspection confirmed that the helix wire was fully accounted for, with no fragments left in the patient.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 02/2024).

Event description:
It was reported that the during the procedure, the helix wire allegedly broken. The procedure was completed using another device. There was no reported patient injury.